Event description:
On april 6, 1992, our squad responded to a cardiac failure. The patient was defibrillated three times, once at 200 and twice at 300. The technician increased to 360 and attempted a forth time. At that time the apex paddle flashed a white light and made a loud noise. The defibrillator could not be turned on. There was total loss of power. A second life-pak was then utilized. After each defibrillation the patient's EKG monitor never displayed a normal complex, indicating that she was not responding to resuscitation attemptsinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: no data. Invalid data - on device destroyed/disposed of status.